Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a contamination on the y402 crystal oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).